Event description:
Patient receiving chemotherapy (gemcitabine in normal saline). Infusion pump beeping air. Tubing removed from pump and slightly manipulated to remove air. At this time tubing became disconnected at hard blue part. New tubing obtained. Infusion completed. No adverse effect to pt.